Event description:
It was reported that a light sensitive drug set leaked from micro holes in the tubing. This was observed during use by a patient. No patient medical injury or adverse event was reported. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. A batch review will be performed.  If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The actual defective sample was not available for evaluation; however, visual inspection and functional leak test was performed on a retention sample from the same lot. No defect was observed during sample evaluation. The reported condition was not confirmed. Should additional relevant information become available, a supplemental report will be submitted.